Manufacturer narrative:
(B)(6) 2019. 19dec2019.

Event description:
The customer reported a led (light emitting diode) alarm occurred. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed the "alarm led failed" alarm was duplicated. The power switch overlay mounting on the alarm led was replaced. The unit was checked overall, cleaned and functionally tested.